Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary ==> no product was returned. Arrhythmia: in order to make a cause determination, additional clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no product was returned. Orthostatic suction events were present in the morning. After reviewing logs, suction alarms and position unknown alarms were observed that resolve. No motor current (mc) spikes outside of p-level changes. The cause of the suction event was likely patient condition related per clinical since the suction was orthostatic in nature, the patient had very low central venous pressure (cvp), and log review showed no abnormalities confirming the suction resolved. Device history lot ==> device lot: 1932174. Device history review ==> device (sn: (B)(6)) passed all post sterile inspection checks.

Manufacturer narrative:
A.5 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support while awaiting a heart transplant. On the second day of support, it was reported that the patient was experiencing a new onset of ectopy. An echocardiogram and chest x-ray were ordered to evaluate the position of the impella 5.5 and the swan. It was also noted that the patient¿s arm distal to the impella insertion was swollen and the impella access site was redressed with pressure dressing. The following day, it was reported that there were suction events which were orthostatic in nature and it was noted that patient had a very low central venous pressure. As a result of the hypotension issues, the patient¿s lasix intravenous drip was discontinued. Due to the patient¿s renal function and likelihood for dialysis, the patient was deemed to not be a candidate for a heart transplant but was approved for a durable left ventricle assist device (lvad). The patient successfully underwent surgery for an lvad at which time the impella 5.5 was successfully weaned and explanted.